Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. During a follow up appointment in (B)(6) 2024 to activate the nalu system, the system returned inconsistent impedance readings from one of the two implanted leads and the issue was unable to be resolved with troubleshooting. Patient used the nalu system with only a single lead while awaiting any further intervention and reported good therapy from the single lead. On (B)(6) 2024 a surgical revision was performed to replace the problematic lead. During the procedure the physician chose to replace both leads out of caution. Intra-op testing returned good results.

Manufacturer narrative:
The explanted leads were discarded by the medical facility and thus are not available for examination by the firm to determine the cause of the impedance issue. The representative present for the procedure reports no obvious fractures or damage to the leads. There are no reports of any trauma or other external factors that are likely to have caused or contributed to the symptoms.